Event description:
It was reported that post implant the right ventricular lead had intermittent capture and no sensing as the lead had dislodged and was back at the tricuspid valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.